Event description:
We have had two instances of a pencil cautery manufactured by covidien and packed by cardinal health into a c-section pack ignite with a flame at the tip of the cautery during use. No patient harm. They were from the same lot.